Event description:
The 3.5/23 bx velocity stent introduced into rca. Would not cross proximal stent (previously placed). Stent pulled back into guide catheter, but only balloon pulled back - stent stayed in proximal rca, dislodged from balloon, stent balloon advanced to stent location, minimally inflated at 7mm; steak pulled back to abdominal aorta. Interventional radiologist attempted to remove stent with snare, but stent not visible in abdodmen. Pt taken to interventional radiologist where stent successfully removed from left tibial area.